Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, and 100% stenosed distal left anterior descending artery. Pre-dilatation was performed and when implanting a 3.0 x 23 mm xience v stent, a dissection occurred. A 3.0 x 33 mm xience prime was implanted to cover the dissection which further caused the dissection. A non-abbott stent was implanted to successfully cover the dissection. Post-dilatation was performed with an nc trek to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. The 3.0 x 33 mm xience prime referenced is being filed under a separate medwatch report.